Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Corrected section: h-6 device codes from "electrical issue" to "device remains activated" trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro tip turned red hot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro tip turned red hot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h-6 - device codes update to "device remains activated" updated sections: d-4 exp. Date and lot #', g-4, g-7, h-2, h-3, h-4, h-6, h-10 internal complaint number: tw #(B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. He silicone insulation on both jaws was melted, charred, cracked and whitish in color indicating burn of device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes "thermal decomposition of device", and ¿material twisted/bent; wire¿ were confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro tip turned red hot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.